Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and pain ("left-side pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement / bilateral full occlusion. Further company follow-up with the lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated/ migration of essure device location of device: ovary"), genital haemorrhage ("excessive and abnormal bleeding") and device breakage ("device breakage") in a 33-year-old female patient who had essure (batch no: a73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, kidney stones, coccyx injury, vaginal discharge, itching, muscle cramps, dizziness, eustachian tube disorder, polyp of vagina, uterine bleeding, infection, abdominal pain, dysmenorrhea and flank pain. Concomitant products included escitalopram oxalate (lexapro) since 2013 for depression and anxiety as well as antibiotics, hydrochlorothiazide since 2015, hydrocodone bitartrate; paracetamol (lortab) from 2013 to 2015, ibuprofen from 2015 to 2017, norethisterone (mini-pill), tranexamic acid (lysteda) and trazodone since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain ("pain pelvic") and nausea ("nausea"), 4 years after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal adhesions ("surgery (other) type of surgery:laparoscopy of essure coil and bowel adhesion"). On an unknown date, the patient experienced pain ("left-side pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation, bilateral salpingectomy and right oophorectomy, surgical removal of fragment and hysterectomy and bilateral salpingectomy on (B)(6) 2016, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, pain and abdominal adhesions outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the pelvic pain and nausea had resolved. The reporter considered abdominal adhesions, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 7 coils protruding into the uterine cavity from the right tube and 5 coils from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: satisfactory placement / bilateral full occlusion/total bilateral occlusion. Saline infusion sonogram: on (B)(6) 2013: the hyperechoic area in the mid anterior myometrium does not significantly impinge on the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-jan-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- pain pelvic, nausea, laparoscopy of essure coil and bowel adhesion, device breakage, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal). And migration of essure device location of device: ovary clubbed to previous events. Reporter information, medical history, concomitant drug was added. Event- excessive and abnormal bleeding made intervention required due to ablation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and pain ("left-side pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement / bilateral full occlusion quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated/ migration of essure device location of device: ovary"), genital haemorrhage ("excessive and abnormal bleeding") and device breakage ("device breakage") in a 33-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol addiction. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included back pain, kidney stones, coccyx injury, vaginal discharge, itching, muscle cramps, dizziness, eustachian tube disorder, polyp of vagina, uterine bleeding, infection, abdominal pain, dysmenorrhea and flank pain. Concomitant products included escitalopram oxalate (lexapro) since 2013 for depression and anxiety as well as antibiotics, hydrochlorothiazide since 2015, hydrocodone bitartrate;paracetamol (lortab) from 2013 to 2015, ibuprofen from 2015 to 2017, norethisterone (mini-pill), tranexamic acid (lysteda) and trazodone since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain ("pain pelvic") and nausea ("nausea"), 4 years after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal adhesions ("surgery (other) type of surgery:laparoscopy of essure coil and bowel adhesion"). On an unknown date, the patient experienced pain ("left-side pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation, bilateral salpingectomy and right oophorectomy, surgical removal of fragment and hysterectomy and bilateral salpingectomy on (B)(6) 2016, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, pain and abdominal adhesions outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the pelvic pain and nausea had resolved. The reporter considered abdominal adhesions, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 7 coils protruding into the uterine cavity from the right tube and 5 coils from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: satisfactory placement / bilateral full occlusion/total bilateral occlusion.. Saline infusion sonogram: on (B)(6) 2013: the hyperechoic area in the mid anterior myometrium does not significantly impinge on the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.